Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from australia that during an ear nose and throat (ent) surgical procedure, it was observed that the motor device "started having a funning noise and cutting in and out". There was a two minute delay to the planned surgical procedure. A spare device was available to proceed with the surgery. There was patient involvement reported. The reporter indicated that the patient was fine post-surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.